Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ps closed box femoral cat#: 183220, lot#: 172170, vngd ps+ tib brg 12x63/67mm cat#: 183722, lot#: 619500, series a pat std 31 3 peg cat#: 184764, lot#: 367780, 141231 biomet cc cruciate tray 63mm j3622635. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is experiencing pain and possible allergic reaction that began approximately four months after total knee arthroplasty. No further information is available.